Event description:
It was reported to MFR that communication was not able to be established with the vns patients' device at a follow up visit. Additionally, it was reported that the patient is not able to sense normal mode stimulation of the device. The patient had recently been in an automobile accident and the reported events began following the accident. Attempts to obtain add'l info from the physician are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.